Manufacturer narrative:
The monitor was returned to the manufacturer for analysis. Analysis through functional testing and visual/physical examination confirmed the reported issue. The reported issue of flickering was observed upon initial connection. Left the monitor connected for seventy minutes and there wasn't any change, as it continued to flicker. There was an electrical failure with this component. The display port cable was returned to the manufacturer for analysis. Analysis through functional testing and visual/physical examination confirmed the reported issue. When connected to a known good system flickering was observed on the monitor when the cable was manipulated. There was an electrical failure with this component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the camera monitor flickered. A different cable was tried with no resolution. The monitor and video cable were replaced to resolve the issue.. The system then passed the system checkout and was found to be fully functional. The cable was returned to the manufacturer for analysis. Analysis found that a continuity test revealed an open from pin 10 to pin 3 and there was no obvious physical damage to the cable. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera cart monitor was flickering uncontrollably . There was not an error or warning message shown. The issue resolved itself before cases started. There was no patient present. The medtronic representative (mr) went by the site and made some adjustments to the cables and it seemed to work fine. The mr got a call from the site stating that the system was still displaying the original monitor issues. The cable was replaced and the issue remained. The mr reported that the issue occurred when the camera cart was disconnected from the main cart. Tapping on the monitor's sides/back would make the flickering start.